Manufacturer narrative:
The manufacturer is still waiting for the arrival of the infusion pump.

Event description:
The user reported that the pump infused a higher volume than programmed while it was tested at the rate of 125ml/hr and volume of 20ml. No patient was involved.

Manufacturer narrative:
The reported over-infusion issue was confirmed. Pump was found to have a flow rate accuracy outside of the +/- 5% specification. The pump was also found to have a grinding door latch and a battery outside of warranty; neither of these issues was related to the reported complaint. The pump was repaired, recalibrated, and tested to meet full specifications on 06/06/2017. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on 03/21/2011.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00093).